Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The functional test identified the reported condition as a large cut gushing liquid near the middle of the front side of the bag. Magnified inspection of the leak location identified the leak as a 2 inches cut in the front side of the bag. There was no impression on the opposite side of the bag, which indicated the damage had been occurred when the bag was full. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no.: (B)(4). A sample for evaluation is expected but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking in the seam near the add port. The leak was discovered in the clean room. This report documents no patient involvement or adverse events. No additional information is available.